Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast prosthesis implantation surgery with two 350cc mentor smooth round moderate profile saline breast protheses, suffered several unexplained systemic symptoms, including severe joint pain, depression, anxiety, mood swings, irritability, adhd tendencies, itchy spots on skin, hormone imbalances, chronic fatigue, exhaustion, weakened immune system, poor focus, trouble thinking, memory issues, brain fog, libido issues, infertility issues, fungus issues, adrenal fatigue, nutritional deficiencies, food intolerances, body aches and pains, inflammation, headaches, adult acne, heart palpitations, dizziness, swollen lymph nodes, hair loss, panic attacks, sensitivity to light and sound, and feeling like slowly dying. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient was scheduled for bilateral removal surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis.